Event description:
As reported, in 2008, this pt was implanted with gore tag thoracic endoprosthesis for a sub-acute dissection. The gore tag thoracic endoprosthesis was implanted up to the level of the innominate artery. A one month follow-up CT scan demonstrated that the proximal portion of the gore tag thoracic endoprosthesis had begun to collapse. An angiogram performed about 2 months later, revealed that the left subclavian clip had remained intact, while a light retrograde blush was noticed from the collapsing stent. On that day, the pt was converted to open surgery. The pt is in stable condition.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.